Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the clips fall into the patient? -- no. If yes, how were the clips retrieved? N/a.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed at the 1st firing when the device was used on the cystic artery. The incident occurred in two devices. Another device was used to complete the case. There were no adverse consequences to the patient. The clip was fed into the jaws properly before the incident. There was no unexpected resistance in grasping the trigger. There was no unexpected noise at the firing. There might be torquing or twisting of the device present at the time of firing. The device was not fired across something hard such as a clip. The device was fired outside the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clip as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.